Event description:
Drug/diluent: marcaine. Fill volume: not applicable. Flow rate: not applicable. Procedure: spinal fusion. Cathplace: parallel to midline incision on the back. It was reported that a white piece of sheath broke while they were pulling it out of the pt. The doctor removed the pieces from the pt. During the investigation, in speaking with the primary surgeon, he stated there was no problem with the catheter or pump but the t-fill sheath that broke off. The surgeon also stated he was inserting from one end and the fellow surgeon was inserting on the other side of the pt and believes it was user error.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Conclusion: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report.